Event description:
It was reported that during a palliative thoracentesis procedure, the pt developed a pneumothorax. No intervention was administered dur to the pt's poor condition. The pt later expired due to underlying clinical conditions not related to this event.